Event description:
It was reported that during a follow up ventricular high rate detection due to oversensing and corresponding intermittent drop in bipolar ventricular pacing impedance were observed. Oversensing was not reproducible with arm movements, isometrics or device implant site manipulations. The lead was explanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field events of oversensing and pacing impedance were not confirmed. Two pieces of the lead were returned. The two pieces was tested using the hipot test and returned with normal device characteristics. All damage found are consistent with that occurring at time of explant.